Manufacturer narrative:
Title: masaya iwamuro, shiho takashima, toshihiro inokuchi, masahiro takahara, seiji kawano, sakiko hiraoka1), yoshitaka kondo2), takehiro tanaka3)and hiroyuki okada1) 1)department of gastroenterology and hepatology, okayama university graduate school of medicine, dentistry and pharmaceutical sciences 2)department of gastroenterological surgery, okayama university graduate school of medicine, dentistry and pharmaceutical sciences 3) department of pathology, okayama university hospital. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed on 21-february 2018, a patient with abdominal pain was referred to the hospital. The patient had been diagnosed with crohn's disease at the age of 21 and since then received treatment with mesalazine and had been advocated an elemental diet. About 30 months prior his hospital visit, the patient swallowed a patency capsule, the retention of which in the ileum was subsequently detected on abdominal ultrasonography. The patient was advised to undergo the evaluation of stenosis, but refused further investigation at that time. Computed tomography scanning performed revealed stenosis of the ileum and the presence of a high-density material in the proximal side of the stenosis. Double-balloon enteroscopy and enterography with contrast media revealed multiple stenosis of the ileum. The stenotic ileum was surgically resected, and a foreign body was removed. Electron microscopy analysis revealed that the foreign body was the cellophane wall of the patency capsule. Thus, the retention of the cellophane wall of a patency capsule after consumption was diagnosed for the current case on the basis of the study findings.